Event description:
The manufacturer received information alleging a burned board on a bipap autosv device. There was no death, serious harm or injury, and no medical intervention was reported. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.